Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 535663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), drug withdrawal headache ("caffeine withdrawal headache"), pelvic pain ("for bow bed and pain/ chronic pelvic pain"), migraine ("severe migraines"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycle"), autoimmune disorder ("autoimmune response to the device") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, drug withdrawal headache, pelvic pain, migraine, menometrorrhagia, autoimmune disorder and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, autoimmune disorder, device dislocation, drug withdrawal headache, ectopic pregnancy with contraceptive device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 8 trailing coils noted on right and 4 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral fallopian tube occluded.. Lot number reported 535663 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pregnancy tab updated. Pregnant marked as yes. Pregnancy outcome added as not applicable. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 535663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), drug withdrawal headache ("caffeine withdrawal headache"), pelvic pain ("for bow bed and pain/ chronic pelvic pain"), migraine ("severe migraines"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycle"), autoimmune disorder ("autoimmune response to the device") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hystrectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, drug withdrawal headache, pelvic pain, migraine, menometrorrhagia, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, drug withdrawal headache, ectopic pregnancy with contraceptive device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 8 trailing coils noted on right and 4 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral fallopian tube occluded. Lot number reported 535663 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: fu 4&5 process together- mr received: case become incident, newly added events- device migration, migraine, irregular menstrual cycle, autoimmune disorder, nickel allergy, ectopic pregnancy and device ineffective. Essure removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 535663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), drug withdrawal headache ("caffeine withdrawal headache"), pelvic pain ("for bow bed and pain/ chronic pelvic pain"), migraine ("severe migraines"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycle"), autoimmune disorder ("autoimmune response to the device") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, drug withdrawal headache, pelvic pain, migraine, menometrorrhagia, autoimmune disorder and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, autoimmune disorder, device dislocation, drug withdrawal headache, ectopic pregnancy with contraceptive device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 8 trailing coils noted on right and 4 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral fallopian tube occluded. Lot number reported 535663 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 535663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine leiomyoma and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), drug withdrawal headache ("caffeine withdrawal headache"), pelvic pain ("for bow bed and pain/ chronic pelvic pain"), migraine ("severe migraines"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycle"), autoimmune disorder ("autoimmune response to the device") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, drug withdrawal headache, pelvic pain, migraine, menometrorrhagia, autoimmune disorder and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, autoimmune disorder, device dislocation, drug withdrawal headache, ectopic pregnancy with contraceptive device, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: 8 trailing coils noted on right and 4 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral fallopian tube occluded.. Lot number reported 535663 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2021: mr received. Reporter and medical history were added. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.